Event description:
It was reported by service report that the scale was not correct and the foot end lift was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Failed nut in lift motor.